Event description:
Per customer call, the left rear wheel tread came off and will not go back on.

Manufacturer narrative:
Per customer call, the left rear wheel tread came off and will not go back on. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.